Event description:
During the inspection of the ventilator it was noticed that ventilator's air and o2 gas modules are defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The device generated technical error indicating on/off switch error. According to received information in the service report, replacement of the air and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective parts were not returned for investigation, despite request. The device's logs were not provided for further analysis. The air and o2 gas modules regulate the inspiratory gas flow and faulty gas modules may affect the delivered volume or gas mixture (o2/air). Generated technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. Our conclusion is that the replaced part was the cause of the failure.